Manufacturer narrative:
Visual inspection. No significant deformations or damage of the valves were detected during the visual inspection. Permeability test. A permeability test has indicated that the progav® 2.0 has a blockage and that the shunt assistant is permeable. Adjustment test. The progav® 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test. The brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test. To investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the progav® 2.0 is not permeable, a computer controlled test was not possible. The shuntassistant® operates within the accepted tolerance. Results. First we performed a visual inspection of the progav® 2.0 shuntsystem. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability and opening pressure of the valves. The progav® 2.0 was not permeable, therefore the claim of over-drainage could not be further investigated. The shuntassistant® was permeable and operating within specifications. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav® 2.0. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the system at the time of investigation. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a progav 2.0 shunt system. The surgeon suspected a under-drainage and reported a difficult adjustment of the progav 2.0. Patient information: age: (B)(6) years . Gender: male. Date of implantation: (B)(6) 2019. Date of removal: (B)(6) 2020.